Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) pump explanted due to erosion in the scrotum. A new pump was implanted, but the remainder of the original components were not replaced during the procedure. No additional patient complications were reported.